Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an enb procedure, the patient experienced an arrhythmia and went into cardiac arrest. Resuscitation efforts were successful and the patient was stabilized and transported on the intensive care unit for observation. The physician suspected that the patient had underlying health issues that were exacerbated by general anesthesia. The enb procedure was not completed. Follow up information from the physician stated that the patient was hyperkalemic with a potassium level > 7.0 prior to the procedure. By report, the patient is doing well one day after the event.

Manufacturer narrative:
The procedure recordings and logs were returned and analyzed. According to procedure recording video and logs analysis, target was not reached. Patient sensor movement during navigation can impact the navigation. No malfunctions were found in system behavior. No issues were found. If information is provided in the future, a supplemental report will be issued.